Event description:
In 2008, this patient was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. During the procedure the physician had difficulty advancing the gore introducer sheath into the right and left external iliac arteries. Intra-operative arteriograms revealed tortuosity, stenosis, and irregularity within the iliac vessels. Following the manipulation of the gore introducer sheath and balloon angioplasties, atheromatous plaque occluded the hypogastric artery. The artery was intentionally covered with a gore contralateral leg component. Final arteriogram demonstrated excellent position of the devices and no sign of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Devices implanted during procedure: pxt281412/, pxc181200, pxc121200. Attempts to acquire info required for this form were made by gore.